Event description:
During the procedure, while the surgeon was attempting to tighten the roth net and pulling back on the handle, a piece of plastic on the handle came apart preventing the net from closing around a tissue sample. Staff removed the piece of equipment from the scope. They were still able to collect the tissue that the instrument was being used for. There were no remnants left in the patient. A new instrument was used to retrieve the tissue sample. It is unknown if the new instrument was of the same or a different lot.